Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for this subcutaneous implantable cardioverter defibrillator (sicd). A boston scientific technical services consultant noted the rhythm is true ventricular tachycardia (vt) below the conditional zone. The device transitioned to a detected state due to t-wave oversensing and shock therapy was delivered. The first shock was not effective; however, the second shock terminated the vt. The consultant stated that lowering the rate cutoff in the conditional zone should be considered if clinically appropriate. The system remains in service and no adverse patient effects were reported.